Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 400, 567, 129 and 121 mg/dl. Customer¿s blood glucose value was 589 mg/dl at the time of call. Troubleshooting was done for high blood glucose and under delivery. The customer's high blood glucose was treated with injections. The customer also performed high pressure test and it did pass. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.